Event description:
Us customer contacted cepheid to discuss multiple negative results received while testing on xpert xpress sars-cov-2/flu/rsv. Customer was concerned as all tests from the same box in a lot came back negative. After completing this kit customer set the lot aside and was using rapid antigen test, which was returning positive results, she then went back to xpert test and began getting positive results again. Customer stated most patients had family members test positive. All patients were symptomatic and had known exposure. Customer stated they are using swab/f-100 to collect samples which are verified nasal swabs but mentioned that sample type was mid-turbinate, which is off label for this assay. The customer is not performing nasal swabs as she mentioned they are going far enough back to cause patients' eyes to water. All samples collected immediately before testing. Patient 1: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a positive; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 2: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 3: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 4: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. Patient was symptomatic and had known exposure. Patient 4 and 5 are from the same household and had additional family members test positive for sars-cov-2. Customer stated a newer technician had collected initial sample and she was unsure it had been done correctly and patient was early after exposure, so a new mid-turbinate swab was collected on (B)(6) 2021 and tested using xpert xpress sars-cov-2/flu/rsv which resulted sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. Patient 5: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. Patient was symptomatic and had known exposure. Patient 4 and 5 are from the same household and had additional family members test positive for sars-cov-2. Patient vaccinated but has not received booster. Customer stated a newer technician had collected initial sample and she was unsure it had been done correctly and patient was early after exposure, so a new mid-turbinate swab was collected on (B)(6) 2021 and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. Patient 6: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 7: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 8: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. There was no known harm to patients; customer stated she discussed quarantining with patients as she believed they were positive based on exposure and clinical presentation.

Manufacturer narrative:
Us customer contacted cepheid to discuss multiple negative results received while testing on xpert xpress sars-cov-2/flu/rsv. Customer was concerned as all tests from the same box in a lot came back negative. After completing this kit customer set the lot aside and was using rapid antigen test, which was returning positive results, she then went back to xpert test and began getting positive results again. Customer stated most patients had family members test positive. All patients were symptomatic and had known exposure. Customer stated they are using swab/f-100 to collect samples which are verified nasal swabs but mentioned that sample type was mid-turbinate, which is off label for this assay. The customer is not performing nasal swabs as she mentioned they are going far enough back to cause patients' eyes to water. All samples collected immediately before testing. Patient 1: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a positive; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 2: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 3: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 4: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. Patient was symptomatic and had known exposure. Patient 4 and 5 are from the same household and had additional family members test positive for sars-cov-2. Customer stated a newer technician had collected initial sample and she was unsure it had been done correctly and patient was early after exposure, so a new mid-turbinate swab was collected on (B)(6) 2021 and tested using xpert xpress sars-cov-2/flu/rsv which resulted sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. Patient 5: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. Patient was symptomatic and had known exposure. Patient 4 and 5 are from the same household and had additional family members test positive for sars-cov-2. Patient vaccinated but has not received booster. Customer stated a newer technician had collected initial sample and she was unsure it had been done correctly and patient was early after exposure, so a new mid-turbinate swab was collected on (B)(6) 2021 and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. Patient 6: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 7: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. Patient 8: on (B)(6) 2021 a sample was collected from the patient and tested using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Result was reported to physician. No retesting performed. Patient was symptomatic and had known exposure. There was no known harm to patients; customer stated she discussed quarantining with patients as she believed they were positive based on exposure and clinical presentation review of this case involving 8 symptomatic patients with suspected covid-19 due to symptoms and exposure, all of whom tested negative for sarscov2 by xpress sars-cov-2/flu/rsv test. Examination of raw pcr data showed normal spc curves and no evidence of product malfunction. There was no known harm to the patients. False negative: as per section 3 of the xpert xpress sars-cov-2/flu/rsv eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information. " note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.